Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture with an unknown baker grade amongst night sweats, memory fog, pain in both breasts as well as underneath both armpits in addition to anxiety. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the patient reported night sweats and memory fog which are not device related. Patient later reported via sus voluntary medwatch (mw5111990) breast implants (allergan natrelle) implanted. Have pain, capsular contracture. Lumps, hair falling out, mental fog, which are not device related and anxiety. FDA safety report ID# (B)(4). Device has been explanted.

Event description:
Patient reported capsular contracture with baker grade IV.